Event description:
During a pci procedure, the shaft of the quantum maverick2 monorail catheter broke. The lesion being treated was a calcified, 100% stenotic lesion in a very tortuous proximal lad. The physician was unable to cross the lesion and following several attempts, the quantum maverick monorail shaft kinkded while the physician attempted to straighten, the shaft subsequently broke. No pt injuries or complicaitons were reported. Pt status is listed as "good".